Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of no problem detected was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device and non-boston scientific right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 2,119 ohms) in (B)(6)2019. The physician reported a lead safety switch , change from bipolar to unipolar. At that time, the device was reprogrammed to unipolar pace / bipolar sense. Subsequent pacemaker checks in (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021 all had normal visits with no out of range measurements. The device remains implanted. The physician will continue to monitor the patient closely. No adverse patient effects were reported.